Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and had pump error alarm. Blood glucose reading was 32 mmol/l. Customer stated that self test was not passing. Customer treated high blood glucose level with insulin pump. The pump will not be returned for analysis.